Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00542.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician was unable to advance the lantern to the target location, despite using a guidewire. Therefore, the lantern was removed and a non-penumbra microcatheter was placed. The physician then attempted to place a ruby coil, however, was unable to advance it out of its introducer sheath despite making two attempts. Therefore, the ruby coil was removed. The procedure was then completed using a new ruby coil. There was no report of an adverse effect to the patient.